Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): k161813. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: blue plastic came off the frova bougie while intubating. Patient outcome: no additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: blue plastic came off the frova device while intubating with an unknown single lumen tube. No unintended part of device remained inside the patient and no adverse effect of the patient was reported. The frova introducer was returned and so were two small fragments of the blue introducer material. The introducer appeared unused, but two shavings were noted and some material, likely gel, was found in the side-hole. Based on these findings the exact reason for the frova material to come off during intubation cannot be determined. But considering the inner diameter of the endotracheal tube is unknown and the fact that reportedly the frova introducer nor the endotracheal tube was lubricated prior to use the difficulties are considered of no fault to the frova introducer. According to the instructions for use the frova introducer it is designed for placement of a single lumen endotracheal tube whose inner diameter is 6mm or larger. Furthermore, the IFU also warn and instruct to lubricate the catheter introducer and the endotracheal tube before use and that care must be taken when introducing/removing the catheter introducer from the endotracheal tube, as contact with sharp edges on the internal surface of the endotracheal tube may cause small fragments to be shaved off the introducer. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.